Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial#: (B)(6). Implanted: (B)(6) 2025, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 27-jun-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2025: the hcp reached out today stating that the patient was in for pain in her bilateral arms and hands. The hcp ordered an x-ray and found that one of her leads had migrated up to cervical 6 level. The hcp advised the patient to turn off her stimulation until (B)(6) 2026 when the representative (rep) was meeting with her at 10 am for a re-programming session. The hcp stated that she does have upper back/neck pain as well so he suggested that I try and reprogram on the migrated lead to include her upper back/neck pain. The issue was ongoing. (B)(6) 2026: patient came in today for a re-programming appointment. The representative (rep) interrogated her generator and connectivity and impedance levels were all green and within normal range. The rep was able to map out which lead was in the cervical spine. They recalibrated group a and b for her. Group a will be cervical lead. Group b will be lower back/right hip and leg coverage. Group c the rep made a combination of both leads to give her full back coverage. Patient was happy with the results and is excited to try these new settings as she has neck and upper back pain as well.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported the patient is a smoker and had a bad cold and stated they coughed very hard for multiple days in a row and that is what the patient feels is the reason for the lead migration; after coughing extremely hard for multiple days the patient started to notice stimulation feeling in their arms and hands. The rep performed a reprogramming and hopefully the patient will get relief. Patient will reach out with any more concerns.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.